Event description:
On 7/11/2022, it was reported by a sales representative (B)(4) that an ar-1588btb-ib tightrope ii btb came out with a large twist between the button and the bone block. Two strands were crossed in a way that could not be undone. Surgeon used another product to complete the case without further issues. This was discovered during a procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.